Event description:
The hcp reported that the pt developed an infection of the device pocket. Cultures were positive for staphlococcus sp. The pt was treated with oral antibiotics and the device system removed. The infection was reported to have resolved.